Event description:
Following surgery to reconnect the "tubing" (see manufacturer's report# 3004209178200904807), the pt experienced swelling around the pump. 100+ mls of clear fluid were removed from around the pump. The area continued to swell and was the size of a grapefruit. The physician suspected an allergy to the titanium and was going to order an allergy test kit for the pt. The pt was at home. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.